Manufacturer narrative:
It was noted that no further information would be provided due to hospital and surgeon policy. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received.

Event description:
Patient presented to the ER with a late dislocation. The doctor surmised that the liner may have some possible wear.